Event description:
Additional information: on an unknown date in (B)(6) 2009, the patient expired due to renal failure. No further information regarding this event is expected.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of a ruptured thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tg3715/05941683). No issues were reported. The patient tolerated the procedure. On (B)(6) 2008, a distal type I endoleak was identified. On (B)(6) 2008, the patient was discharged. The distal type I endoleak reportedly persisted and was being monitored. The diameter of the aneurysm was 40 mm. On (B)(6) 2008, a self-made stent graft was additionally implanted to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2008, three month follow-up imaging showed that the diameter of the aneurysm was 40 mm. The endoleak was reportedly resolved, and no issues were reported. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 42 mm. No issues were reported. On (B)(6) 2009, one year follow-up imaging showed that the diameter of the aneurysm was 40 mm. No issues were reported. No further information is available.